Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
In (B)(6) 2022 the user reported that she experienced an electrical shock which went up her left arm to the implant. This happened after her vacuum stopped working and she went to try the light switch. The user has been re-implanted.

Event description:
In (B)(6) 2022 the user reported that she experienced an electrical shock which went up her left arm to the implant. This happened after her vacuum stopped working and she went to try the light switch. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturers experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In (B)(6) 2022 the user reported that she experienced an electrical shock which went up her left arm to the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.